Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they keep getting the error code settings not available when they try to adjust the stimulation. The patient was supposed to meet with rep in person on set 26th but appointment time has been changed. On (B)(6) 2024 it was reported there were high impedances, with electrodes 11, 12, 15 all reading greater than 40,000. The rep reprogrammed around the affected electrodes and the issue was resolved. The cause was not determined, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.